Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a resolution clip device was used during a colonoscopy procedure to treat a post polypectomy bleed on (B)(6) 2010. During the colonoscopy procedure, the resolution clip was advanced down the colonoscope and positioned within the colon to treat a post polypectomy bleed. The nurse grasped tissue with the clip and locked the clip closed. The nurse reported hearing two clicks as she locked the clip. However, when the nurse attempted to deploy the clip, it would not release off the catheter. The nurse pulled the clip from the tissue. No trauma was caused to the tissue when removing the clip. The clip was retracted into the catheter and extracted from the patient. The account reported no visible damage to the clipping device. A second resolution clip was used to complete the procedure successfully. There were no patient complications. The patient was reported to be fine post procedure. It was reported that the estimated delay in procedure as a result of this event was approximately 1-5 minutes and this did not exacerbate the bleed.

Manufacturer narrative:
The complainant reported that the complaint device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.